Event description:
Reportedly, the screen of the programmer remains zoomed in and the tablet can no longer be turned off.

Manufacturer narrative:
Upon reception, the returned smart touch tablet was tested and the reported behavior was confirmed, as the screen was abnormally zoomed in. However, cleaning of the screen restored normal functioning. The observed issue therefore most probably resulted from the dirt on the screen. The tablet followed the normal repair workflow and was sent back to the field.

Event description:
Reportedly, the screen of the programmer remains zoomed in and the tablet can no longer be turned off.